Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was achieved using a perclose proglide device. Reportedly, during catheterization laboratory technician follow up sixteen days after arteriotomy closure, the patient reported pain of the groin. The catheterization laboratory technician believed the pain may be related to the closure site and instructed the patient to follow up at the hospital. Further details of any patient treatment and outcome were not provided. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.